Manufacturer narrative:
The manufacturer previously reported a ventilator failed to power on without ac power. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. "Service required" alarm conditions were observed in the device's downloaded error log. The device's sensor board and internal battery were replaced to address the issues. The device was found to be contaminated due to a capacitor venting.

Event description:
The manufacturer received information alleging a ventilator failed to power on without ac power. There was no harm or injury reported. The device investigation is currently still ongoing. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.